Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer's blood glucose was 76 mg/dl at the time of the incident. Customer stated that he jumped into the fountain with the pump on and now the pump was not working. Customer stated that the pump was alarming battery out limit, but he was not able to get the buttons to work properly. Customer reported that none of the buttons were responding. Customer had walked through a floor fountain spout with the pump on prior to the keypad issues. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.